Event description:
The patient previously underwent implantation of an afx2 bifurcated stent graft as a treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2021. During a regular follow-up, imaging was performed using computed tomography (CT). The review of these images revealed the presence of a type 1a endoleak. Given the findings, the proposed plan is to add an aortic extension. Sufficient aortic neck remains available, which will allow for restoration of proper sealing with the extension. At present, the patient is stable and continues to be monitored.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Endologix requested medical records and medical imaging from the facility; however, no response was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status is reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.